Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the inflatable penile prosthesis (ipp) would not inflate as the pump was improperly placed, not allowing the device to be inflated. Additionally, the reservoir herniated and lost fluid. All components were removed and replaced with a new ipp. No patient complications were reported in relation to this event.